Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. Customer had elevated blood glucose levels (300+ mg/dl).